Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the device failed to power up due to failure of the power supply. In addition, it was noted that the bottom chassis were corroded, a damaged top cover and rear panel and worn video connector pins, causing poor connection with pigtails. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility returned the olympus, model cv-190, evis exera iii video system center to olympus for inspection with no problem reported. Upon inspection and testing of the returned device, it was found that the device failed to power up. This report is submitted due to the failure of the device to power up. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 17 march 2022 this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the failure of the power supply unit could not be identified. Olympus will continue to monitor field performance for this device.